Event description:
Imris or MRI bed spontaneously moved 10 degrees from leveled plane at 90 degrees. Manufacturer response for holder, head, neurosurgical (skull clamp), clearpoint (per site reporter): customer service engineer was notified and rep evaluated bed and discovered issue with hydraulic manifold. Parts have been ordered, bed and or suite remain out of service.

Event description:
Imris or MRI bed spontaneously moved 10 degrees from leveled plane at 90 degrees. Manufacturer response for holder, head, neurosurgical (skull clamp), clearpoint (per site reporter): customer service engineer was notified and rep evaluated bed and discovered issue with hydraulic manifold. Parts have been ordered, bed and or suite remain out of service.

Event description:
Imris or MRI bed spontaneously moved 10 degrees from leveled plane at 90 degrees. Manufacturer response for holder, head, neurosurgical (skull clamp), clearpoint (per site reporter): customer service engineer was notified and rep evaluated bed and discovered issue with hydraulic manifold. Parts have been ordered, bed and or suite remain out of service.